Event description:
It was reported through results of a clinical trial that four months and eighteen days post index procedure completion, the subject had adverse event of clotted catheter. It was further reported that, the adverse event relationship to study device was possibly related and thus the action was taken to remove the device. Reportedly, the catheter was removed. The procedure was completed exchanging another new catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 02/2023).